Event description:
A bipap a40 was returned to a third-party service center for remediation. There was no serious patient harm or injury that occurred or was reported. During the evaluation the customers complaint was not confirmed. There was no evidence of foam degradation in the device. The technician confirmed that an error code in relation to failure of the outlet pressure sensor had been recorded in the error log. Therefore, the main system board needs to be replaced to address the issue. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. Additionally, dirt was confirmed inside the unit, and the accessory port cover is missing unrelated to the reported malfunction. The device will be scrapped as per customer request.